Event description:
Clinical narrative: a 76-year-old male with cardiomyopathy and a pre-support clinical condition consistent with scai shock stage e was supported with impella therapy. The patient initially received an impella cp via percutaneous left femoral arterial access on (B)(6) 2026, followed by exchange to an impella 5.5 via surgically placed left axillary/subclavian arterial access on (B)(6) 2026. After transfer to the cvicu, the patient developed a steady stream of bleeding with hematoma formation at the left axillary insertion site. The insertion site was redressed by the physician with a pressure dressing and a 10-pound sandbag was applied. While in the cvicu, the patient developed pulseless ventricular tachycardia, prompting a code blue and initiation of CPR. Point-of-care echocardiography revealed collapsed left and right ventricles; however, the impella did not display suction alarms while operating at p7 delivering approximately 3.7 l/min. During CPR, the device support level decreased to p2. A subsequent formal echocardiogram confirmed collapsed rv and lv. The patient was managed with volume resuscitation, vasopressors, and inotropes, and a right-sided chest tube was placed. Access-site bleeding occurred around the sheath and was managed with manual pressure; estimated blood loss was approximately 2 units, and blood products were administered. Anticoagulation was in use with ptt monitoring, with reported coagulation value greater than 200 at the time of bleeding. The event involved access-site bleeding associated with impella support, complicated by hemodynamic collapse and cardiac arrest requiring CPR. The patient remains on support at the time of reporting, with the patient described as stable. Based on the information available, the reported bleeding, cardiac arrest, tachycardia and hemodynamic deterioration appear related to the patient¿s critical clinical condition and scai shock stage e; no definitive device malfunction was identified during impella support. Additional information received on (B)(6) 2026 the impella 5.5 was successfully weaned (B)(6) 2026 and the patient survived. The device will not be returned. Device involvement cannot be fully assessed without product evaluation and device return.

Manufacturer narrative:
Additional information was provided b5 updated and d6b were updated.

Event description:
Updated clinical narrative: a 76-year-old male with cardiomyopathy and a pre-support clinical condition consistent with scai shock stage e was supported with impella therapy. The patient initially received an impella cp via percutaneous left femoral arterial access on (B)(6) 2026, followed by exchange to an impella 5.5 via surgically placed left axillary/subclavian arterial access on (B)(6) 2026. After transfer to the cvicu, the patient developed a steady stream of bleeding with hematoma formation at the left axillary insertion site. The insertion site was redressed by the physician with a pressure dressing and a 10-pound sandbag was applied. While in the cvicu, the patient developed pulseless ventricular tachycardia, prompting a code blue and initiation of CPR. Point-of-care echocardiography revealed collapsed left and right ventricles; however, the impella did not display suction alarms while operating at p7 delivering approximately 3.7 l/min. During CPR, the device support level decreased to p2. A subsequent formal echocardiogram confirmed collapsed rv and lv. The patient was managed with volume resuscitation, vasopressors, and inotropes, and a right-sided chest tube was placed. Access-site bleeding occurred around the sheath and was managed with manual pressure; estimated blood loss was approximately 2 units, and blood products were administered. Anticoagulation was in use with ptt monitoring, with reported coagulation value greater than 200 at the time of bleeding. The event involved access-site bleeding associated with impella support, complicated by hemodynamic collapse and cardiac arrest requiring CPR. The patient remains on support at the time of reporting, with the patient described as stable. Based on the information available, the reported bleeding, cardiac arrest, tachycardia and hemodynamic deterioration appear related to the patient¿s critical clinical condition and scai shock stage e; no definitive device malfunction was identified during impella support. Additional information received on 17-apr-2026 the impella 5.5 was successfully weaned (B)(6) 2026 and the patient survived. The device will not be returned. Device involvement cannot be fully assessed without product evaluation and device return. Additional information received on 29apr2026: the patient previously implanted with an impella 5.5 on (B)(6) 2026 following escalation from impella cp and removal of va ECMO underwent device explant on (B)(6) 2026. Post-explant, the patient was slow to awaken following extubation, prompting a head CT, which demonstrated multiple embolic strokes throughout the brain. During impella 5.5 support, the patient experienced a gastrointestinal bleed, and anticoagulation was held per the treating physicians¿ clinical judgment. The clinical team expressed concern that removal of the impella 5.5 via the axillary artery may have contributed to the embolic strokes. The type of injury was reported as cerebrovascular accident/stroke. Device was discarded. At the time of device explant, the patient survived and was reported as stable.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated. H6 medical device problem code a24 to a01.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: a 76-year-old male with cardiomyopathy and a pre-support clinical condition consistent with scai shock stage e was supported with impella therapy. The patient initially received an impella cp via percutaneous left femoral arterial access on (B)(6) 2026, followed by exchange to an impella 5.5 via surgically placed left axillary/subclavian arterial access on (B)(6) 2026. After transfer to the cvicu, the patient developed a steady stream of bleeding with hematoma formation at the left axillary insertion site. The insertion site was redressed by the physician with a pressure dressing and a 10-pound sandbag was applied. While in the cvicu, the patient developed pulseless ventricular tachycardia, prompting a code blue and initiation of CPR. Point-of-care echocardiography revealed collapsed left and right ventricles; however, the impella did not display suction alarms while operating at p7 delivering approximately 3.7 l/min. During CPR, the device support level decreased to p2. A subsequent formal echocardiogram confirmed collapsed rv and lv. The patient was managed with volume resuscitation, vasopressors, and inotropes, and a right-sided chest tube was placed. Access-site bleeding occurred around the sheath and was managed with manual pressure; estimated blood loss was approximately 2 units, and blood products were administered. Anticoagulation was in use with ptt monitoring, with reported coagulation value greater than 200 at the time of bleeding.the event involved access-site bleeding associated with impella support, complicated by hemodynamic collapse and cardiac arrest requiring CPR. The patient remains on support at the time of reporting, with the patient described as stable. Based on the information available, the reported bleeding, cardiac arrest, tachycardia and hemodynamic deterioration appear related to the patient¿s critical clinical condition and scai shock stage e; no definitive device malfunction was identified during impella support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information has been provided in d10(concomitant med products)